Manufacturer narrative:
Physio-control further evaluated the customer's device at the product analysis center (pac) and verified the reported issue. A root cause of the reported issue was determined to be due to an electrical open on analog pcb fuse f1. The device was destructively tested.

Event description:
A customer contacted physio-control to report that their device was showing an attention and charge-pak icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no patient involved in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer's device and observed the reported issue. The customer will be provided with a replacement device. The customer's device will be forwarded to our product analysis center (pac) for further evaluation.

Event description:
A customer contacted physio-control to report that their device was showing an attention and charge-pak icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would no longer power on. There was no patient involved in the reported event.